Manufacturer narrative:
Correction: manufacturing reference number: 3006705815-2021-04831 should not have been reported as a medical device report (MDR) due to additional information indicating that no intervention was undertaken on the lead.

Event description:
Additional information received indicated the lead is no longer reportable as no intervention was undertaken on the lead.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-04830. It was reported that the patient had a fall, following which they lost therapy. It was found via x-ray that the left lead had migrated and the anchor had been fractured. In turn, surgical intervention may take place to address the issue. Note: as it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.